Event description:
It was reported that the device shows the eri status. The ICD will be replaced. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
The device was explanted on (B)(6) 2023. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.